Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loud ¿pop¿ and smoking, once the universal battery charger (ubc) was plugged into a wall outlet, was confirmed via evaluation at the service depot. The returned heartmate universal battery charger (serial number (B)(6)) was connected to alternating current (ac) power and switched ¿on¿. The unit did not power on as intended, confirming the complaint. The issue was traced to the power supply printed circuit board assembly (pcba) and charging pocket assemblies. Visual inspection revealed multiple areas of fluid ingress damage, smoke residue, and a blown fuse. The customer declined the repair and authorized to scrap the ubc. The root cause for the reported event was determined to be due to fluid ingress within the ubc; however, a root cause for the fluid ingress was unable to be determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook section 3 ¿powering the system¿ instructs the user to keep the universal battery charger away from liquid at all times. Fluid ingress within the battery charger may cause issues in operations or may cause an electric shock. The heartmate universal battery charger IFU sections ¿warnings and cautions¿ and 6.0 ¿routine inspection and cleaning¿ instruct users to never allow liquid to enter the interior of devices, and to keep the ubc away from liquid as much as possible. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the universal battery charger (ubc) was plugged into the wall, there was a loud pop and it started smoking.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.